Event description:
Boston scientific received information that this product was part of a system revision due to infection. The patient had a hematoma and then an infection in the pocket, all within a couple of weeks of each other. The physician decided to remove the entire system after the infection. After the infection, the patient advocate was questioning the sterility of the device prior to implant. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.